Event description:
It was reported during a lead replacement procedure on (B)(6) 2018, (reference MFR. Report# 1627487-2018-11171, 1627487-2018-11172 and 1627487-2018-11173), the physician inadvertently explanted the patient's right l4 lead while tunneling. As such, the physician re-implanted a new lead. Reportedly, effective therapy resumed post-operative.